Event description:
Customer reported issues with the insulin pump. Customer states that there was a no delivery alarm. The blood glucose reading was 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).